Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to poor threshold. Also, while reinserting the lead from the distal end, the guidewire penetrated the lead body. A new lead was placed. No adverse patient effects were reported. The lead will not be returned.